Manufacturer narrative:
The monitor and electrode belt were returned to the distributor and found to be fully functional. There is no indication of a device malfunction.

Event description:
The patient was appropriately treated 3 time by the lifevest. The first shock during vt at 210 bpm induced a post-shock rhythm of vf. The patient was reportedly unconscious at the time of the treatment event. The response buttons were not pressed during the event. The patient reportedly fell during the event and had minor scratches as a result of the fall. No serious injuries were reported as a result of the treatment event. The patient continued use of the lifevest. No deficiencies were alleged against the device.